Event description:
It was reported that during an endoscopic surgery the device misfired two times on the cystic duct and jammed two clips. Another device was used to complete the procedure. There was no patient injury. It was later reported that the device jammed and then misfired, and that no clips ever came out of the device.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the remaining clips were test fired from the device. Most of the clips were found not to have proper pinch and alignment, being partially pinched or having a tear drop shape. It was also noted that the device was loading very slowly. The device history record was reviewed and no discrepancies were noted.